Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: 1098753712 the platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were no issues identified in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Per the procedure summary, the machine operated as intended by flagging the procedure for elevated white blood cell in the product. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in e.1, h.6 and h.10. Corrected information is provided in e.3. Investigation: photographs were submitted in lieu of the disposable to aid in the investigation. The first photo of is of the donor's pre procedure cbc results. The white cell count is within normal range. The second photo is of the donation procedure record. The observation section of the procedure record indicates that the platelet product should be reviewed for white cells. The run data file (rdf) was analyzed for this event. Root cause: the run data file confirmed that there were multiple inlet access and return access alarms and the operator made multiple 'clumping' down adjustments. This was followed by centrifuge pressure high alarm. It is possible that there was clotting in the system resulted in multiple pump pauses, which interrupted the steady state of the lrs chamber, causing wbcs to escape. Regarding the low platelet yield, a definitive root cause could not be determined. Possible causes include but are not limited to: entry of incorrect donor characteristics including platelet precount, hematocrit, height and weight. Incorrectly configured machine variables (i.e. Target yield not accurate, inaccurate yield scaling factor). Improper loading of the disposable (i.e. Tubing caught behind cassette, pump header not fully loaded). Improper clamping of the tubing to the platelet collection bag. Excessive pressure alerts regarding donor venous access issues. Excessive pasting or clumping due to donor physiology and/or non-optimal ac ratio. Numerous adjustments to flow rates or other procedural inputs/parameters during the procedure. Early termination of procedure and/or pausing the centrifuge. Partial of full occlusion of the collect line including air blocks and manufacturing defects. Failure to follow screen prompts to clamp off platelet bag when collecting double or triple product. Unloading the cassette prior to sealing the collection bag tubing. Improper handling of collected product including resting/agitation, storage conditions, temperature, sampling technique, and dilution. Use of a scale or cell counter that is not calibrated. Use of improper tare weight and/or specific gravity to calculate product volume. Variability of supplied parts or misassembly in the set.